Event description:
Event description guidant received information that during a routine follow-up visit, this implantable cardioverter defibrillator (ICD) was interrogated and displayed an error message. Information also confirmed that the patient received a shock one week prior to this visit.